Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found nothing appeared to be failed on the screen. The customer inventoried the entire drawer, confirmed all pockets were accessible, and had the customer to open and close the cubie pockets. A hardware test application test was run on the drawer, and it passed the hardware application test mode. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 pockets b3 and e1 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.